Manufacturer narrative:
H.6. Investigation summary one photo of a loose 1ml syringe was received and evaluated. It was observed the "6" was missing from the scale marking and appeared to be scratched off. The missing print was rejectable per product specification. Potential root cause for the missing print defect is associated with the assembly process. The barrel was scratched in the location of the missing print. No corrective actions are necessary based on the defective rate identified. Batch 8164894 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 ml bd luer-lok¿ disposable syringe had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: material no: 309628 batch no: 8164894 it was reported that the syringe had a raised bump on one side and the 0.6 marking on the syringe was missing. Event description per email states: on (B)(6) 2019, the reporter replacement of 1 vial of eylea because the syringe had a raised bump on one side and the 0.6 marking on the syringe was missing. The reporter denied any adverse events or missed doses due to this event.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1 ml bd luer-lok¿ disposable syringe had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: material no: 309628 batch no: 8164894. It was reported that the syringe had a raised bump on one side and the 0.6 marking on the syringe was missing. Event description per email states: on 11-oct-2019, the reporter replacement of 1 vial of eylea because the syringe had a raised bump on one side and the 0.6 marking on the syringe was missing. The reporter denied any adverse events or missed doses due to this event.